Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During training, the user observed low run time issue with the autopulse li-ion battery (sn (B)(4)). No additional information was provided. No patient involvement.